Event description:
It was reported that there was a particle inside of the chamber of a flo-gard IV solution administration set. This was noticed during priming, after the set was attached to an unknown solution source. The reporter stated that the device was sent to a lab for analysis, which determined the particle to be plastic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection identified a particle in the chamber which appeared to be a piece of plastic. The cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample returned was found to be associated with a different customer report. The actual sample for this report was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.